Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the battery compartment was damaged and the new battery cap was unable to tighten properly onto the pump. No additional information was available. Animas customer support was unsuccessful in several attempts to contact the reporter to follow up on the matter. This complaint is being reported because the reported issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/12/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/27/2014 with the following findings: visual inspection of the pump found some cosmetic damages. Investigation found that the returned battery cap was unable to fully tighten but was secured enough that the pump powered up with the appropriate audible and vibratory functions. Threads on the battery compartment were stripped but cracks were not found in the battery compartment.